Event description:
The customer reported a loudspeaker error. The device was not in clinical use at the time the issue was discovered; there was no adverse vent or patient harm reported. A philips field service engineer (fse) went to the customer site an confirmed that the speaker needed to be replaced, and replaced the speaker. The fse confirmed that there was an inoperative (inop) message present, however, it was unknown if the speaker was able to produce any sound at the time of the report.